Event description:
The pump was returned for investigation. Investigation revealed that the pump¿s battery compartment was cracked on the threads and between the bottom of the keypad and the seal case. Evaluation also revealed that the cartridge compartment was cracked at the threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump¿s battery compartment was cracked on the threads and between the bottom of the keypad and the case seal. Evaluation also revealed that the cartridge compartment was cracked at the threads. Unrelated to these issues, the audio bolus button cover was found to be detached/missing from the pump. (B)(6).